Event description:
During surgery, it was not possible to fix the pe liner into the shell versafitcup cc trio. A second pe insert of the same reference number but of another lot was used without any issue. Ref report # 3005180920-2013-00096.